Event description:
Customer reported malfunction alarm with code malf 12, and it was noted that there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any future malfunctions occurred.